Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after being within close proximity to a full body scanner, the pump screen displayed "no insulin delivery" during basal delivery. Reportedly, customer attempted to load multiple cartridges but the issue recurred. The customer was ultimately able to load a cartridge and resume insulin delivery. The customer did not report experiencing any errors, notifications, alarms or alerts. Customer's blood glucose was 600-700 mg/dl with medium ketones and was addressed with a manual injection.